Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary intervention (hrpci). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed hemolysis while on impella support. As a result, haptoglobin was administered. Subsequently, when the impella was removed, a blood clot of about 1.5 x 1.5 cm was noted to be adhered to the impella pigtail. As a result, the blood vessel was surgically sutured. No further information was provided.